Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient received inappropriate shocks due to atrial tachycardia (at)/atrial fibrillation (af) episodes characterized as non-sustained ventricular tachycardia. Detection intervals were reprogrammed and the device remains in use. It was later reported that the patient received inappropriate shocks again for rapid af. The shock converted the rhythm to sinus tachycardia. Further reprogramming was done. It was noted that the patient was late taking their medications. The patient is enrolled in the world-wide randomized antibiotic envelope infection prevention trial (wrap-it). No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was further reported that the patient continued to have symptomatic atrial fibrillation with rapid ventricular response. The patient complained of palpitations. The patient was hospitalized and medications were adjusted.